Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04569. It was reported that a stent dislodgment occurred. The target lesion was located in the calcified left anterior descending (lad) artery. An opticross¿ 6 imaging catheter was advanced for visualization but failed to cross. The device was removed and flushing was done to advanced the opticross again but then the physician could not get the telescope portion to come back to its original position, so another opticross imaging catheter was used instead. Subsequently, a 2.25mm x 16mm synergy ii stent was advanced to treat the lesion. However, the device became stuck on either the recently deployed non-bsc stent or in the calcified lesion and the stent came off from the balloon inside the patient's body. The physician managed to crush the dislodged stent with a larger 3.5mm x 20mm non-bsc stent in the lad to prevent embolization. After that, post-dilatation was done with 1.5mm x 15mm emerge balloon catheter; moreover, a vessel dissection was noted after ballooning. The patient was then sent for bypass to treat the dissection. No further patient complications were noted.